Event description:
The technician reported the nurse call would not call out. The bed was located in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side com board had a short in it. The cause is most likely normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2009. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.